Event description:
A customer reported a notification indicating a minimum fill issue while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through the process of filling and loading a new cartridge onto the pump. The customer resumed insulin delivery after following the proper loading technique, and no further assistance was needed.